Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, an excessive load was detected with the first two reloads using the powered stapler. These two reloads also partially fired. The third 45 mm reload had an unknown issue. The surgeon used a manual handle with a new reload, however the handle has an issue which is cracking handle and the reload did not complete the 45 mm firing. The surgeon manually sutured the tissue to resolve the issue. The surgical time was extended by 30 minutes.

Manufacturer narrative:
D10 concomitant medical products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#unknown); sigphandle, sig power sigphandle handle (serial# unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# unknown); egia45axt, egia45axt egia45 artic extra thicksulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, an excessive load was detected with the first three reloads using the powered stapler. The first three reloads also partially fired. The surgeon used a manual handle with a new reload, however the handle has an issue which is cracking handle and the reload did not complete the 45 mm firing. The surgeon manually sutured the tissue to resolve the issue. The surgical time was extended by 30 minutes.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4j1781y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4j1781y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.